Event description:
The customer reported that she had an allergic reaction to the pod adhesive that resulted in a skin rash. Product support suggested that she try a protective skin barrier when applying the pod to help prevent this type of skin condition. It is unk what form of therapy the customer administered to treat the allergic reaction. No product will be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge, or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. It is unk what form of therapy the customer sought in order to treat the condition. In addition, the omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition.